Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of signal (image) during a procedure.

Manufacturer narrative:
Alleged failure: this box has been shorting out since july. We have tried new hdmi cables but it appears that the ports in the back of the box are malfunctioning. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: probable root cause could be attributed to a loose connection on another unit used along the ccu when the issue was observed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence

Event description:
It was reported that there was loss of signal (image) during a procedure.